Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician performed the defibrillation threshold (dft) test three times unsuccessfully. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were repositioned and dft testing was performed unsuccessfully twice more. The patient had to be externally rescued twice, thus the physician opted not to continue with testing. It was noted that the electrode impedance was within range at 70 ohms and the s-ICD position was posterior. The s-ICD therapy was programmed off and the patient was hospitalized. Three days later the physician opted to explant the s-ICD and electrode and implant a transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead instead of performing dft testing again. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.